Manufacturer narrative:
There was no adverse event associated with this event. This software error was identified by animas corporation and a recall was initiated in september 2004.

Event description:
Pt has forgotten pump is in suspend because it does not alarm.